Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Concomitant medical products: (2) battery/unk-battery; battery/unk-battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient's controller changed from one power port to the other one before the batteries were down to 25%. The patient also reportedly experienced pump stops. Log files were sent and the controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2, h3, h4, h6 and h10 have been updated accordingly. It was reported that the patient was experiencing power switching events with pump stops. One controller ((B)(6)) and two batteries ((B)(6)) were returned for evaluation. Two batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation of (B)(6) confirmed that the associated devices met all requirements for release. Analysis of the returned controller and two batteries revealed that the devices met specifications; the controller and batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. The returned controller had the smr upgrade installed. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. A review of the log files revealed two controller power up events that were logged on (B)(6) 2016. The data point prior to the controller power up on (B)(6) 2016 at 11:35:37 revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. Both batteries experienced momentary disconnections prior to the loss of power. The controller power up event on (B)(6) 2016 was likely the result of the controller exchange. The controller power up event was likely the reported "pump stops" that were alleged in the event details. Heartware has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. Additionally, the logs show several instances of premature battery switching due to momentary power disconnections involving batteries (B)(6). The logs also show a power switching event due to a communication errors involving (B)(6). The most likely root cause of the reported power switching event can be attributed to momentary disconnections and a communication errors between the controller and batteries. A possible root cause of the reported loss of power may be attributed to a disconnection of both power sources and/or due to momentary disconnections between the controller and batteries. (B)(6) are being investigated under (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. H6: battery (B)(6). Method code: visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 results codes: interoperability problem c92070; FDA 3213 conclusion code: quality system deficiency c91885; FDA 25. (B)(6) and method code: analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results codes: interoperability problem c92070; FDA 3213 conclusion code: quality system deficiency c91885; FDA 25.

Manufacturer narrative:
Other devices involved in this event: d4: battery / (B)(6) h6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(6) h6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Correction: model #/lot # - catalog # **other devices involved in this event: (B)(4) cat# 1650de exp. Date: 2016-12-31, MFR date: 2015-12-31. (B)(4) cat#1650de exp. Date: 2017-02-28, MFR date: 2016-02-28. Additional information received (01/25/2017) indicated that two batteries ((B)(4)) will be returned for analysis. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.